Manufacturer narrative:
The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self-test. No unexpected pump errors or unexpected error messages were noted, during testing. Successfully downloaded history files and traces using thump. Pump error 38 alarms were found in the history files on (B)(6) 2024 at 10:12:00.00 and 11:03:00.00, due to dried insulin in the motor slide. The pump was cut open to perform visual inspection. And found evidence of dried insulin in the motor slide and moisture damage on the pcba 1, pcba 2 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment,, during testing. The following were noted, during visual inspection: stained keypad overlay, cracked keypad overlay, overlay scratched, battery tube thread-cracked, cracked case-corner of belt clip rails, label damage (faded, stained). Unspecified pump error was observed, in the history files as pump error 38 alarm, during analysis. Unspecified pump error confirmed. Pump error 38 alarm was confirmed, due to dried insulin in the motor slide. Pump passed, the full functional test. No unexpected error message was observed, during analysis. Unexpected message was not confirmed. Cosmetic damage was confirmed, at the battery compartment, during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the battery side and a delivery stop setting unchanged error message. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and the reported issue was not resolved. No harm requiring medical intervention was reported. Product return is required for mmt-1880 and the customer response was the device will be returned.